Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post operatively to a cardiac ablation procedure, magnetic resonance imaging revealed cerebral and cerebellar lesions. The patient experienced a stroke or cerebral vascular accident, which led to an extended hospitalization of at least seven days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were received and analyzed. The reported issue was not observed in the log files. Four media files were returned from the field and were reviewed. Video 1 showed the initial start up of the system. Video 2 showed the catheter mapping the heart. Video 3 showed the heart was ablated 98 times and radiofrequency (rf) ablated 3 times. Video 4 showed the case ended. In conclusion, the clinical issue (stroke) occurred after the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issue cannot be assessed through data analysis. The device was not returned to medtronic for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.